Event description:
It was reported that during npwt utilizing renasys touch and flat drain kit, a fistula occurred and air leak alarms were frequent. The occurrence of this fistula is not due to the product. The treatment was stopped and once the fistula was closed the treatment was resumed. The leak alarm stopped, however, a blockage alarm occurred. The treatment was continued with the complaint device with no delay. The drainage kit was used and discarded.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe a connection or a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.